Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the hospital due to shock delivery. Although there had been no event since the ICD was implanted, vf events were noted. Review of egm showed noise due to suspected lead issue. Sharp drop in impedance was observed. Noise was reproducible with postural movement. X-ray analysis revealed externalized conductors near the rv coil. The lead was capped and replaced.